Manufacturer narrative:
A ge oec service representative investigated the issue and found a failed battery on the x-ray controller pcb that was replaced and the calibration files re-loaded. The system was tested, found to be operating as intended, and released to the customer for use. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system locked up during a procedure and required a reboot to continue procedure to completion.